Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported lead dislodgement could not be conclusively determined. (B)(4).

Event description:
The lead was dislodged. It was explanted and replaced and the patient is doing well.